Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in the clinic (B)(6) 2022 for a routine follow-up and the patient stated that they had been having red blood in their stool. Upon questioning the patient said that they had also been having black and tarry stools. The patient's hemoglobin level was 11.4. A plan was made to repeat complete blood count (cbc) on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was seen in clinic on (B)(6) 2022 (not (B)(6) 2022). The patient had a supratherapeutic international normalized ratio (inr) of 3.16; they had their warfarin dose decreased. A complete blood count (cbc) was performed on (B)(6) 2022 and (B)(6) 2022. The patient's hemoglobin was 13.2 on (B)(6) 2022 and 13.1 on (B)(6) 2022.